Manufacturer narrative:
One tooth began to bleed heavy. Complaint received from (B)(4).

Event description:
Consumer called stating that when using the airfloss 1.5 they had one tooth begin to bleed heavy. No medical attention sought.